Manufacturer narrative:
Based on the claim against the product by the customer noting orientation issue, an investigation is in progress to determine the cause of this reported event. Isi has received the endoscope involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the endoscope would switch from up to down orientation without it being manually done. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion. The 30-degree endoscope was installed at the time of the event. The event did not involve a reversed control on system arms. The surgeon confirmed the desired orientation when the endoscope was installed. Prior to event, the endoscope was manually rotated 180 degrees. The procedure was completed with a backup endoscope. There was no patient injury.

Manufacturer narrative:
The endoscope instrument was analyzed and the complaint regarding "would switch from up to down without it being manually done" was not confirmed by failure analysis. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with mechanical damage to the endoscopes distal tip; and found with minor cut to the cable insulation. The damage was located zone b middle 1/3 of the endoscope cable.

Event description:
Refer to h10/h11 for follow-up information.